Event description:
The customer reported that the handswitch was sticking and causing uncommanded x-rays. This occurred outside of a procedure with no patient involvement. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch was removed during the service call. The system is operational without the hand switch. It was put back into service.